Event description:
It was reported that (1) 355ld was used during an unknown procedure. It was reported by the rep that the trocar was not working properly, cutting blade, on one of the trocars was not working. The blade did not come out. It is unknown how the case was completed. There was no consequence to pt.